Event description:
It was reported to philips that during an emergent left heart catheterization procedure, only low-load fluoroscopy was available. Although arterial access had been successfully obtained, it was reported that the team was unable to see the extent of the disease and what needed to be done. The guidewire was removed, and the patient was transferred to another hospital for completion of the procedure. No additional information has been provided to philips to date. An investigation into the reported event has been initiated by philips.